Manufacturer narrative:
Investigation: customer returned (2) 4mm, 32g pen needles (1 open without the tear drop label or inner shield, 1 sealed) from lot # 8227643. Customer states that they are bending after application and in the last case the needle broke. Both returned pen needles were examined and the open sample exhibited a broken patient end of the cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. The sealed sample was also examined and no bent or broken cannula was observed. This sample was also tested for point geometry, lube, and cannula od (specs: outer diameter for 32g: 0.0090¿-0.0095¿). The point exhibited proper geometry, the od was measured as 0.0092¿, and sufficient lube was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken patient end of the cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bent cannula). Root cause was determined to be bending/re-straightening of the cannula by the customer.

Event description:
It was reported that the pn 32g 4mm 5b xtw easyflow la needle broke off during use while injecting insulin into the arm. The following information was provided by the initial reporter, translated from portuguese to english: "consumer reports that she applies insulin once a day to her husband in the arms region and in this last acquired lot many needles showed the following quality deviation: they are bending after application and in the last case the needle broke (after applying and remove from arm - the needle did not break inside the patient). The needle broken is available for analysis."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pn 32g 4mm 5b xtw easyflow la needle broke off during use while injecting insulin into the arm. The following information was provided by the initial reporter, translated from (B)(6) to english: "consumer reports that she applies insulin once a day to her husband in the arms region and in this last acquired lot many needles showed the following quality deviation: they are bending after application and in the last case the needle broke (after applying and remove from arm - the needle did not break inside the patient). The needle broken is available for analysis."